Manufacturer narrative:
(B)(4).a batch review will be performed. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient required hospitalization. The cause and treatment for the event were unknown. At the time of this report, it is unknown if the patient was recovered from the event. Additional information is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896118, gd896191 and gd896589 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.